Manufacturer narrative:
(B)(6).. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva dual port 22ga 1.00in the clear plastic extension tube came out of cannula detached from new cannula 30 minutes after insertion, patient had not moved or pulled cannula plastic line. The following information was provided by the initial reporter: clear plastic extension tube out of cannula detached from new cannula 30 minutes after insertion, patient had not moved or pulled cannula plastic line fell and line bled out, fault spotted due to bleeding. The normally fixed plastic transparent tube detached from blue winged section of cannula. Patient could have continued to bleed out if not noticed it is also an infection risk. Patient bled freely out of missing line until patient note a wetness(blood) it was noticed very quickly. Line removed immediately to stop bleeding stock removed from use on unit.

Manufacturer narrative:
H.6. Investigation: during DHR review 3 non-related qns were initiated and disposition, root cause and corrective actions were applied per control plan. All other required challenge samples, set-up and in process testing was performed in accordance with the control plan. Received a total of 54 units within sealed packages from lot number 8249758. All contents were within. The extension tubings were manually pulled on all the units received: the extension tubing of 1 of the units received disconnected when pulled. No traces of adhesive were observed on the extension tubing. Traces of adhesive were observed outside of the adapter port no disconnections occurred on the rest of the units received. The device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. CAPA#684099 was initiated.

Event description:
It was reported that during use of the bd nexiva dual port 22ga 1.00in the clear plastic extension tube came out of cannula detached from new cannula 30 minutes after insertion, patient had not moved or pulled cannula plastic line. The following information was provided by the initial reporter: clear plastic extension tube out of cannula detached from new cannula 30 minutes after insertion, patient had not moved or pulled cannula plastic line fell and line bled out, fault spotted due to bleeding. The normally fixed plastic transparent tube detached from blue winged section of cannula. Patient could have continued to bleed out if not noticed it is also an infection risk. Patient bled freely out of missing line until patient note a wetness(blood) it was noticed very quickly. Line removed immediately to stop bleeding stock removed from use on unit.